Event description:
It was reported via trial that approx 8 months post xience v stent implantation in the mid left anterior descending (mlad) artery, during a routine f/u angiogram, stenosis was noted and another stent was placed overlapping the xience v stent. There was no adverse pt sequela. On (B)(6) 2010, the pt was discharged. No additional info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effect of restenosis is a known adverse event listed in the xience v instructions for use. In this case, the pt was treated with another xience v stent and after hospitalization for one day, was discharged. Although a conclusive cause for the reported pt effects and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.